Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the day after implant, the right ventricular (rv) lead and the atrial lead had pulled back from their original positions. Both leads were revised and remain in use. The left ventricular (lv) lead pulled back slightly and no action was taken for that lead. The lv lead remains in use. No patient complications have been reported as a result of this event.